Event description:
It was reported by a nurse that diagnostic tests resulted in high lead impedance during an office visit for a vns pt. The nurse stated that there was no known trauma that may have caused the high impedance. The vns pt underwent full revision surgery and the products, generator and lead, were returned to the MFR where product analysis is underway. Add'l info from the neurosurgeon's office indicated no x-rays were ordered and they were not aware of any pt manipulation or trauma to the device. The explanted generator and lead were returned to the MFR and are currently undergoing product analysis. (B)(4) attempts to obtain add'l info from the treating nurse have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.